Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a gastroscopy with stent insertion of gastrojejeunostomy on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant obstruction. The stricture was located from the end of d3 and d4 to the duodenojejunal flexure. A guidewire was placed at the target location. An extractor balloon was advanced over the guidewire. A 50/50 saline-contrast mixture was injected through the balloon to confirm that the wire was positioned correctly the balloon was removed and the duodenal stent was backloaded over the guidewire. When the stent system was visualized to be spanning the stricture, the nurse attempted to deploy the stent. However, significant resistance was encountered and the stent failed to deploy. The nurse and physician made several unsuccessful attempts to release the stent but the metal handle kinked in two locations. The physician then attempted to adjust the endoscope and slowly deploy the stent but the outer sheath separated from the handle. The physician noted that initially the endoscope was positioned with three distinct curves. The stent system was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent system of a smaller length. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was partially deployed, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(6) - the evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 27mm. The outer sheath was kinked at several locations along its length. It was noted that the distal handle was detached from the outer sheath. In addition, the outer sheath was accordioned and stretched for a distance of approximately 150mm distal to the distal handle. The stainless steel shaft was kinked at several locations along its length. The stainless steel shaft was also detached at approximately 95mm distal to the distal end of the proximal handle. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent. The inner shaft was kinked at 63mm and 234mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.